Event description:
Customer reported via phone call that infusion set fell out of the body due to excessive sweat and humid weather. Customer's blood glucose was 325 mg/dl. Customer was advised to monitor situation and call back should issue persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.